Manufacturer narrative:
Pt info has been requested, but not provided. A medtronic rep went to the site and tested the system. He was unable to replicate the issue. The system functioned properly and the c arm images activated without issue.

Event description:
A medtronic rep reported that the site called and said that they were unable to activate the c arm image for navigation during a spine procedure using the old mach fluoronav software. The surgeon decided to continue the surgery without use of navigation. There was no negative impact to the pt.